Event description:
Pt had open reduction and total fixation of lt hip 2-26-94. In 1996, fell & had fractured rt hip and had hemiarthroplasty. In past 6-7 mos, has had increasing pain in lt hip. Seen in office. Dr writes x-ray results below. Felt to have a failed left dhs implant sys. Pt admitted to hosp 2-16-98 and had surgery 2-16-98 for removal of dhs fixation lt hip & left total hip replacement.